Manufacturer narrative:
Additional information was received on 10-aug-2021. There was no physical break in any part. The hemostasis valve (gasket) didn¿t break into two or more separate pieces. The hemostatic valve/brim cap/hub didn¿t become detached from the sheath. The sheath was being used on the patient. No air entered the patient¿s body and no blood return. This issue did not require percutaneous, surgical removal or medical intervention. Hemodynamics were not compromised due to bleeding and the approximate volume of blood lost was 150 ml. The existing sheath was removed and a new sheath was inserted and bleeding was stopped. The event date was (B)(6) 2021. Therefore, b 3. Date of event was processed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 00001539 number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on 27-apr-2022, noted a correction to the 3500a follow-up #4 under field "h2. If follow-up, what type?". It was processed as "additional information " and it should have been processed as "device evaluation".

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. There was a problem of isotonic leakage from the dilator. There was no patient consequence reported. Additional information was received. There was no physical break in any part. The hemostasis valve (gasket) didn¿t break into two or more separate pieces. The hemostatic valve/brim cap/hub didn¿t become detached from on 25-apr-2022. The product was returned to biosense webster for evaluation. Visual inspection and microscopic examination were then conducted on the returned device. The vizigo (sheath) was visually inspected and it was observed in good condition. Further examination under microscopic magnification, revealed that the valve seemed to be slightly separated. The sheath was then connected to a syringe filled with water to confirm the presence of leakage, and water was observed to come out from the hemostatic valve area, which reasonably indicates that the gasket marks of the hemostatic valve are separated. At this time is not possible to determine the root cause of this condition; however, based on the information provided, the condition reported has its origin in someplace external to the manufacturing environment. Since the damage found on the hemostatic valve is not evident to the naked eye, the customer complaint was confirmed based on the evidence of water leakage observed, which is consistent with the bleeding reported within the additional information received and is secondary to the hemostatic valve separation. A device history record was performed for the finished device batch number, and no internal action were identified. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) on 22-jan-2024, the h6. Investigation conclusions code was corrected from cause not established (d15) to unintended use error caused or contributed to event (d1102).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation 09-nov-2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The event year reported 2021. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. There was a problem of isotonic leakage from the dilator. There was no patient consequence reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The event was assessed as a MDR reportable hemostatic valve separation issue.